Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while on impella 5.5 support there was an automated impella controller (aic) change. The nurse stated that the aic (serial number (B)(6)) gave the message ¿purge cassette not detected¿, and said there was a black piece covering the purge disc slot inside of the controller door. The nurse changed to a different aic controller without issue. The nurse states there was no patient harm during this event.